Event description:
Follow up determined that the lv lead was explanted and replaced due to the threshold increasing to 3.2 volts at 1.5 milliseconds.

Event description:
The left ventricular (lv) lead was returned to the manufacturer with no reason for explant. The lv lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned, analyzed and the outer insulation was breached from environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking. Concomitant products: 5076, implantable pacing lead, (B)(6) 2001; 1861, competitor implantable cardioverter defibrillator, (B)(6) 2001. (B)(4).